Manufacturer narrative:
Out of warranty; no request for MFR svc.

Event description:
The customer reported the ventilator will not work on battery. The customer reported the device was not in use therefore there was no patient involvement or harm. As the device is out of warranty, the facility biomedical engineer contacted manufacturers product support (pse) for assistance. The biomedical engineer reported the voltages were present but low. The product support engineer (pse) suggested to customer swapping battery into another unit to see if charges. The biomedical engineer reported that the battery was replaced and the problem was resolved.